Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported that saturations are inaccurate. Their end user stated the unit would drop into the 80s when it should have been in the 90s. No consequences or impact to patient was reported.